Event description:
It was reported that a signal artifact monitor (sam) episode occurred due to noise and oversensing of the minute ventilation (mv) sensor on this right atrial (ra) lead. This resulted in the mv sensor monitoring vector being automatically switched by the pacemaker device to the right ventricular (rv) lead. The noise was noted to last approximately two seconds. At the same time, the ra lead also exhibited a high out of range pace impedance measurement greater than 3000 ohms. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched by the device from the bipolar to the unipolar pace and sense configuration. The ra lead impedance was noted to be very stable in the 500 ohm range until the sudden high out of range measurement. Boston scientific technical services (ts) provided guidance to the boston scientific representative to evaluate the ra lead further in the unipolar and bipolar configurations to check lead integrity. Ts recommended to consider performing isometric and pocket manipulation testing while checking serial impedance measurements to see if the noise is reproducible and if there are any out of range impedance spikes. The representative indicated they will discuss this with the clinic. The lead remains in-service. No patient symptoms or adverse patient effects were reported.